Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was not opening. A technical support specialist (tss) rebooted the cubex application, tested with tester and resolved the issue. The customer was able to dispense medication successfully. The system functioned as intended after the technical support specialist troubleshot the device. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux drawer was not opening. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux drawer was not opening. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.